Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant. During the procedure, the right ventricular lead's helix jammed due to a deployment issue. Thus the helix was unable to extend. The physician elected to not use the lead and instead implanted another lead. The patient was discharged with no consequences noted.